Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H3: evaluation summary: complaint was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform and band were bent outward. Host tissue on the stent circumference was minimal at the inflow aspect and outflow aspects. As received, leaflet 3 had cuts of approximately 4mm x 10mm, sewing ring and metal band was also cut along the same axis and metal band was exposed at this region. Cut ends of the metal band appeared to match up. The cuts had a smooth and straight edge; leaflet cut out section was not returned. Sewing ring was cut around the valve. Wireform was exposed on commissure 1. Suture fastener and suture thread remained attached around the sewing ring.

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx aortic valve was explanted after an implant duration of 3 months, 15 days due to unknown reason. The explanted valve was replaced with a 27mm 3300tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx aortic valve was explanted after an implant duration of 3 months, 15 days due to unknown reason. The explanted valve was replaced with a 27mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.